Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise due to oversensing. The patient experienced lightheadedness sometimes but the physician suspected it was related to the patients blood pressure. The device was reprogrammed. No additional information was available at this time.